Manufacturer narrative:
The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak. Saline was observed to be leaking from the handle due to inadequate bonding at the irrigation tubing. As a result of this finding, abbott is performing further investigation. An adhesive failure was also noted between the distal tip and the shaft. Both issues are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
During an atrial fibrillation procedure, contact force information would not display. When the catheter was connected to the system, contact force information was not displayed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was noted.